Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bruising and pain in their shoulder region and the physician suspected the cardiac r esynchronization therapy defibrillator (crt-d) had moved out of the pocket. It was also reported that the left ventricular (lv) lead exhibited impedance changes in addition to thresholds that had increased to a high range. Thresholds did return to a normal range and the impedance trend became more stable. The right ventricular (rv) lead also exhibited changes in impedance and thresholds as well as low r-waves. The lead impedance trend currently appears more stable. The crt-d was repositioned with no action taken for either of the leads. The products remain in use. No further patient complications have been reported as a result of this event.